Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a ventricular tachycardia (vt)/ ventricular fibrillation (vf) episode where shocks were delivered, the episode was unable to be viewed and a 'invalid data received' message was observed. It was determined that the implantable cardioverter defibrillator (ICD) application software invalidated the episode because the rhythm was first detected as vf, then decelerated to vt redetection, and then reaccelerated back into the vf zone for subsequent redetection; the software did not expect the rhythm to accelerate and decelerate in the same episode. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a software error occurred. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.